Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was capped and replaced on (B)(6) 2011 due to an unknown reason. On (B)(6) 2018, the lead was explanted during an unrelated procedure. Patient was stable after the procedure.

Manufacturer narrative:
A partial lead measuring (B)(4) cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.